Event description:
The patient is reportedly experiencing sound quality issues followed by a loss of sound with his internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Surgery to explant the patient's device has been discussed.